Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a critical battery alarm on (B)(6) 2018 on a specific battery although the second battery had a charge more than 50% and correctly running. A manufacturer's representative confirmed that the specific battery did log a critical battery alarm with a capacity above 10%. It was further recommended to replace the battery if possible. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This complaint MFR 3007042319-2018-01003, was entered as a duplicate of MFR 3007042319-2018-00967. No additional information will be forthcoming under MFR 3007042319-2018-01003. If information is provided in the future, a supplemental report will be issued.